Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that they were having issues with high blood glucose levels of 500 mg/dl. Patient was wearing the pod for 24 to 36 hours on their back. Patient was then taken to the emergency room. The pod was removed at the hospital and the patient was placed on intravenous therapy with and insulin drip and fluids. Patient was then released the same day.